Manufacturer narrative:
The pendant was able to be returned and it was found that the initial complaint could not be confirmed. Functional testing revealed that the pendant was fully functional. Visual inspection revealed that the face of the pendant was cracking slightly around the m key but this was merely cosmetic damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis on the returned enclosure motion control resulted in no failure being found through functional and performance testing, visual/physical examination, and usability inspection. Analysis states that the device was installed on the test system. Motion and generator readied. The communications and charging were successful. Calibration;invalidate home passed. 2d and 3d images were taken successfully with no issues. No fault found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: facility name and address corrected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: facility and address has been updated. Upon further review, it was confirmed the event occurred at (B)(6) hospital. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported failure was confirmed. The error logs show issues with motion interface board, as well as hundreds of extra button pushes from the pendant. The representative replaced the motion interface board and the pendant. The imaging system then passed the system checkout and was found to be fully functional. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the mobile view station (mvs) was intermittently unable to connect to the image acquisition system (ias). The site also reported that the system had to have motion calibrated three times in the past couple of months. There was no patient present.